Event description:
It was reported that the lead had increased threshold and increased impedance. The physician will continue to monitor the patient as the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).